Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer is having issues with motor error alarm on their insulin pump. It is reported that the customer had a previous issue with the motor error alarm and they were issued a continuation of therapy pump. The customer reports that they returned the pump, and went back to using the current pump that is presenting the same motor error issue. The customer was advised to discontinue use of the device. The customer's blood glucose level is reported to be 165.6mg/dl. The device is being returned for analysis and they are being issued a continuation of therapy pump.